Event description:
Customer reported experiencing a past high blood glucose event with an unknown cause. It was noted that the highest level displayed as "high," but no specific value was given, and no third-party assistance was required. Correction was attempted with a bolus via the pump, with control iq feature active during the event. Customer reported frequent occurrences but declined further assistance. Customer was advised to consult with a healthcare provider for further evaluation.